Event description:
It was reported that the drill guide broke during the case. It was inside the patient, but all the pieces were recovered. There was an s&n backup device available. There were no delays in the procedure and no patient injuries were reported.